Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus. The customer's blood glucose reading was 500mg/dl. It was mentioned that a dark area was visible at the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm a motor error alarm. The device was received with broken belt clip slot. The motor passed the motor test, and no dark area visible at the battery compartment was found. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.